Event description:
It was reported that the procedure was being performed in the operating room. The physician stated that one of his colleagues cut his fingers when cracking the tincture of benzoine applicator vial located in the pouch with the statlock device. The clinician went to the ER for stitches due to a cut. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). The sample was discarded.